Manufacturer narrative:
Phone number: (B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii and rupture.

Event description:
Physician reported "capsular contracture - baker grade ii and rupture".diagnosed via ultrasound and mammography. Device has been explanted. This relates to the left side.